Event description:
It was reported, the pt had the device refilled on (B) (6) 2009. On (B) (6) 2009, she went to the emergency room (ER) stating the back of her pants were wet and the incision site was red and swollen. The ER told her she had cellulitis and the pump incision was draining. The pt was given antibiotics. The incision was checked at a follow up appointment and "looked good". A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).